Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#: 3006705815-2018-01246. It was reported that the patient's stimulation from the scs system was decreasing by itself. Diagnostic testing revealed high impedance values on multiple lead contacts. X-rays revealed lead migration. Additional information identified the lead that reflected high impedances was fractured. As such, the patient underwent surgical intervention wherein one lead was explanted and replaced. Reportedly. Effective therapy resumed following the procedure. Please note: it is unknown which lead was liable. Therefore, all suspected devices are being reported.